Event description:
The customer reported that during use of this bur guard in oral surgery, it started to smoke and became hot to the touch. The surgeon replaced the handpiece and bur guard with an alternate and completed the procedure without injury or surgical delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received the bur guard for evaluation and confirmed overheating related to bearing assembly failure. A review of repair history records show that this bur guard was last repaired in 2005. The instruction manual informs the user to inspect and operate this device for proper function prior to use. The following warning is provided in the manual: do not use air drill without the proper bur guard. Also, be sure the attachment is properly lubricated and the bearing is functioning. Frozen bearings will cause heat build-up and possible burns. The customer will be contacted with additional info regarding this device.